Event description:
The user facility reported an employee reached inside their v-pro max unit to retrieve a tray after a cycle. The employee grabbed the tray and residue from the sterilant made contact with the employee's hand. The employee experienced a chemical burn and sought medical treatment. The employee was advised to wash the affected area and a cream was applied. The employee subject of the reported event returned to work after seeking medical treatment and has not reported any lasting effects since.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and was not able to identify any issue with the unit. The technician was informed that the employee subject of the reported event was not wearing proper ppe when unloading the sterilizer. According to the maintenance manual, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." Also, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The technician has discussed precautionary handling and the importance of wearing ppe (personal protective equipment) with a manager at the user facility.